Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2021. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b, d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2021. The patient's parent provided the following cgm/bg values; cgm 54 mg/dl, bg 293 mg/dl; cgm 311 mg/dl, bg 415 mg/dl; cgm 173 mg/dl, bg 319 mg/dl. It was reported that, although the pediatric patient¿s blood glucose was elevated, the patient felt well and was asymptomatic. The patient¿s mother provided the patient with lemon juice and administered insulin 2.5 units. Two-hours after the insulin injection, the patient¿s glucose level decreased to unspecified 'standard' levels. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b, d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).